Manufacturer narrative:
This spontaneous case was reported by a physician's assistant and describes the occurrence of medical device removal ('device removal') and basilar artery aneurysm ('aneurysm of basilar trunk') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included tia in 2011, stroke in 2008, viral meningitis in 2007, tonsillectomy, appendectomy, caesarean section, migraine and sinus tachycardia. In 2011, the patient had essure inserted. In 2011, the patient experienced headache ("headaches, daily cephalgia") and asthenia ("asthenia"). In (B)(6) 2018, the patient experienced basilar artery aneurysm (seriousness criterion medically significant). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced abdominal pain lower ("post-operative pain in left iliac fossa"). The patient was treated with analgesics and surgery (bilateral salpingectomy and with embolization on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and basilar artery aneurysm outcome was unknown and the headache, asthenia and abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, asthenia, basilar artery aneurysm, headache and medical device removal with essure. The reporter commented: in 2018, the patient experienced worsening of headaches: the patient was diagnosed with aneurysm of basilar trunk, with embolization on (B)(6) 2018. No information was available concerning outcome of asthenia. Daily cephalalgia were persistent following embolization in (B)(6) 2018. The patient experienced post-operative pain in left iliac fossa progressing for 3 weeks, with no cause identified. Analgesics were increased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2019: essure device removal questionnaire received: history added: tonsillectomy, appendectomy, caesarean section, stroke/tia (2008/2011), viral meningitis (2007), migraines and sinusal tachycardia.the reported events started upon insertion and aneurysm june 2018. Essure was removed due to asthenia, headaches, aneurysm of basilar artery. Patient did not improved from events after essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician's assistant and describes the occurrence of medical device removal ('device removal') and basilar artery aneurysm ('aneurysm of basilar trunk') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced headache ("headaches, daily cephalgia") and asthenia ("asthenia"). In 2018, the patient experienced basilar artery aneurysm (seriousness criterion medically significant). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced abdominal pain lower ("post-operative pain in left iliac fossa"). The patient was treated with analgesics and surgery (bilateral salpingectomy and with embolization on (B)(6) 2018). At the time of the report, the medical device removal, asthenia, basilar artery aneurysm and abdominal pain lower outcome was unknown and the headache had not resolved. The reporter provided no causality assessment for abdominal pain lower, asthenia, basilar artery aneurysm, headache and medical device removal with essure. The reporter commented: in 2018, the patient experienced worsening of headaches: the patient was diagnosed with aneurysm of basilar trunk, with embolization on (B)(6) 2018. No information was available concerning outcome of asthenia. Daily cephalalgia were persistent following embolization in (B)(6) 2018. The patient experienced post-operative pain in left iliac fossa progressing for 3 weeks, with no cause identified. Analgesics were increased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.